Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, corrected the customer the date and resumed insulin therapy. Customer's blood glucose ranged from 201-210 mg/dl.